Event description:
It was reported that loss of sensing was observed on the lead. The patient was asymptomatic. The lead was functioning normally leading up to the case and was broken during the opening of the pocket for the generator change. The lead was capped and replaced. The patient was fine during and post procedure and was discharged from the hospital the same day.